Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump alarmed power error detected. The blood glucose value was 176 mg/dl at the time of incident. The pump is operating on the aa battery only. Customer reported that the pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Troubleshooting was assisted and it was not confirmed if the power error detected condition was resolved or not. Customer advised to call back if the error reoccurred. The insulin pump will not be returned for analysis.